Manufacturer narrative:
The insulin pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. However, all operating currents are within specification and passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Nthe customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was 128 mg/dl. Customer stated that the vibration is too loud. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.